Event description:
It was reported that the ventilator generated a technical error code indicating a power errors. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power errors. Our field service engineer investigated the reported machine on site. The ac/dc converter was replaced and sent back for investigation. The returned ac/dc converter has been tested in a machine. It passed the pre-use check. 3 restarts have been performed, and there were no alarms. The machine was set on ventilation for 4 hours. No abnormal found. It passed another pre-use check after the ventilation. Another 3 restarts have been performed successfully without any alarms. The reported issue could not be reproduced. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: 698763